Event description:
During preventive maintenance on a colleague infusion pump, a baxter technician found number of discharges =1 when it should be 0. This condition has the potential to cause an interruption of delivery since the batteries needed to be replaced. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.03.00. No additional information is available.

Manufacturer narrative:
(B)(4). After further investigation it was determined that this submission is a duplicate report of report # 6000001-2011-26525. All further investigation and reporting will be addressed through report # 6000001-2011-26525.

Manufacturer narrative:
(B)(4). The device was evaluated on-site at the customer facility. Baxter?s investigation is still in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be discharged main batteries. To correct the condition, the main battery was replaced. If any additional information is received, a follow up MDR will be sent.